Manufacturer narrative:
The instrument has been returned to intuitive surgical,inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. In addition, isi has not determined the root cause for the intra-operative complication experienced by the patient. A follow-up MDR will be submitted post-failure analysis evaluation. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cables were broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. An additional observation not reported by site was that the instrument pitch cables were frayed at the distal idler. No damage was found on the clevis of the instrument. An additional observation not reported by site was that the instrument grip cables were derailed. The grip cable was derailed at the distal idler pulley. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to the derailment. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damages were found on the instrument. Failure analysis concluded that mechanical indentation/burrs damage may be due to mishandling/misuse.

Event description:
It was observed during central processing that the large needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.